Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: aug 23, 2023 sampling from: all channels cfu: 4cfu bacterial identification: micrococcaceae, bacillaceae. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - suction cylinder ---scratched - scope connector cover ---damaged however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer confirmed that the device was not used in a procedure during waiting for the culture results. Additionally, the customer confirmed that the device was quarantined after the positive culture was observed. The customer confirmed that the device was reprocessed two times prior to culture sampling. Also, the customer confirmed that the last date the device was reprocessed was on 28july2023. The customer confirmed that the last date that the device was used for a procedure was (B)(6), 2023. The customer stated that the scope is stored in a sterile storage cabinet at room temperature. The culture sample was taken immediately after reprocessing and or storage. The customer did not specify the exact steps taken during the cleaning sterilization and disinfection (cds) processes performed at the facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for unexpected contamination. The scope was sampled once. During the sampling, the scope tested positive for > 100 colony forming units (cfus) of coagulase-negative staphylococci. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.